Event description:
Journal reference: leroi, a et al. "Efficacy of sacral nerve stimulation for fecal incontinence: results of a multicenter double-blind crossover study." Annals of surgery nov 2005: 242 (5) p662-9. The article described a study involving 34 patients who underwent sacral nerve stimulation procedure for fecal incontinence. Reportable events: 1. Model 3093 ipg (n=1) and model 3023 lead (n=1) - one patient was prematurely discontinued from the study due to recurrent infection.

Manufacturer narrative:
Journal reference: leroi, a et al. "Efficacy of sacral nerve stimulation for fecal incontinence: results of a multicenter double-blind crossover study." Annals of surgery nov 2005: 242 (5) p662-9. This report is being filed under exemption.